Manufacturer narrative:
Evaluation summary: the patient experienced hypoglycemia while using a humapen luxura (lot unknown). There was no product complaint for the device and it was not returned for investigation. There was evidence of improper use of the device. It was reported that the patient's mother, who is the user, stored the pen with the cartridge attached in the refrigerator. This is likely not relevant to the adverse event of hypoglycemia given the use issue noted might more likely be related to an under-dose if the user failed to prime and remove air bubbles that can form if the pen was stored in the refrigerator with the needle attached (no evidence of that) . The device user manual indicates users should not store the pen in the refrigerator.

Event description:
(B)(4). This solicited case, reported by a consumer via patient support program (psp), concerned a caucasian (B)(6) male patient. Medical history was not provided. Concomitant medications included alfacalcidol for diabetes mellitus. The patient received insulin lispro (rdna) injections (humalog) in a cartridge via reusable pen (hp luxura, unknown pen body) from 05 iu to 1.5 iu according to blood glucose values, subcutaneously for the treatment of diabetes mellitus beginning on (B)(6) 2016. He also received insulin human isophane suspension for injection (insulatard), 7 iu in the morning and 3 iu in the evening, subcutaneously for the treatment of diabetes mellitus beginning on (B)(6) 2016. On unspecified dates, after taking insulin lispro or while sleeping, he sometimes experienced hypoglycemia. He requested her mother to eat and when the glucose level measured was found to be 35 mg/dl or even 20 mg/dl. The last measure during hypoglycemia event was 40 mg/dl. When his blood glucose was 20 mg/dl, he suffered of severe shivering, crying hardly and unable to control his body (as reported) so she received a spoon of honey and he improved. Additionally, on an unspecific date, his blood glucose reached 300 mg/dl. The hp luxura with the cartridge were stored in the refrigerator. Additional information regarding corrective treatment and outcome of the events was not provided. Insulin lispro treatment was continued. The mother s patient was the operator of the hp luxura. Her training status was not provided. The model device and reported device duration of use was unknown. It was unknown if the suspect device was continued. The device was not returned. The reporting consumer did not provide an opinion of relatedness between the events an insulin lispro or human insulin isophane suspension treatment. Edit 16-jun-2016: upon internal review the improper storage of pen was change from no to yes and was added to the narrative. The correct manufacturer was added. No other change was made to the case. Edit 17-jun-2016. Case was opened to enter the medwatch device fields for device mailing. No new information. Update 21-jun-2016: additional information received on 21-jun-2016 from the global product complaint database added the device specific safety summary; added the device was not returned; updated the medwatch and european and canadian required device reporting elements; and updated the narrative.